Manufacturer narrative:
The insulin pump was received with a solid blank white light on the display due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly.

Event description:
The customer reported via phone call that the insulin pump had a white screen. The customer¿s blood glucose was unknown. Troubleshooting was performed. The device will be returned for the analysis.